Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer reports she got blisters from a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per spec-(B)(4), effective date: 28-nov-2016. The product quality for the batch is not impacted by this complaint.

Event description:
This is a spontaneous report from a contactable consumer. This consumer reported for two patients, herself and her mother. This is the second report for her mother. A female patient of unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number s23900, expiration date 29feb2020, catalog # 0 62107 33620 8, from sep2017 for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Caller's mother used it and got burned with it in 2017. She has thrown the wrap away that she got blisters in 2017. Caller's mother has black dots on her back in sep2017 and had to take medicine for this. Caller stated it took a month for her mother to get rid of everything, and it was very itchy in 2017. 6 wraps in the box and used one. This box has been thrown away. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measure was taken as a result of black dots on her back and included taking medicine for this. The outcome of the events was resolved in 2017. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Consumer reports she got blisters from a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per spec-(B)(4), effective date: 28-nov-2016. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (16jan2018): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the events of "got burned/got blisters" "black dots on her back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn/got blisters [burns second degree] , black dots on her back [skin discolouration] , itchy [pruritus] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer reported for two patients, herself and her mother. This is the second report for her mother. A female patient of unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number s23900, expiration date 29feb2020, catalog # 0 62107 33620 8, from (B)(6) 2017 for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Caller's mother used these over the last few months - (B)(6) in 2017. Caller's mother used it and got burned with it in 2017. She has thrown the wrap away that she got blisters in 2017. Caller's mother has black dots on her back in (B)(6) 2017 and had to take medicine for this. Caller stated it took a month for her mother to get rid of everything, and it was very itchy. 6 wraps in the box and used one. This box has been thrown away. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measure was taken as a result of black dots on her back and included taking medicine for this. The outcome of the events was resolved in 2017. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "got burned and 3 blisters with it" "black dots on her back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "got burned/got blisters" "black dots on her back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itchy" is non-serious. The events are medically assessed as associated with the use of the device.